Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of button error alarm on their insulin pump. Customer states they received alarm while sleeping. Patients' blood glucose is 150mg/dl. Customer was advised to discontinue use of the pump, and that the device needs to be replaced.